Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint that plastic on the tip of the instrument broke off. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a 0.116 x 0.174 piece. This allowed the instrument's grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of a broken yaw pulley is mishandling/ misuse. The instrument was also found to have a bent grip, causing side to side misalignment of the grips. There was a 0.031 offset at the tips. The known common cause of this failure is overloading at the instrument tip. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.154 - 0.304 in length and were not aligned with the tube axis. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during central processing, the site claimed that a fragment from the instrument was found to be missing. However, the site did not know when or where the instrument fragment broke off. The site did not know if the instrument fragment fell inside a patient and was retained. At this time, the location of the missing instrument fragment is unknown.

Event description:
It was reported that during central processing, the site noticed that the plastic on the tip of the fenestrated bipolar forceps instrument was broken off. The site could not confirm when or where the instrument fragment broke off. On 06/29/2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator was present during the da vinci-assisted surgical procedure where the subject fenestrated bipolar forceps instrument was last used. According to the site's system logs, the surgical procedure was a da vinci-assisted sigmoid colectomy procedure performed on (B)(6) 2017. The robotics coordinator indicated that the site's surgical staff inspects the instruments before and after each surgical procedure. In this case, the surgical staff reportedly did not find any issues with the instrument pre- or post-operatively. There were also no reports of a malfunction of the da vinci surgical system during the surgical procedure. In addition, there were no reports of any intra-operative complications. The robotics coordinator stated that the surgical staff noticed the missing instrument fragment during an inspection of the device prior to the start of a subsequent da vinci-assisted surgical procedure. The robotics coordinator indicated that she did not know when the instrument fragment actually broke off. On 06/29/2017, isi also contacted the isi clinical sales representative (csr) who was present during the surgical procedure. He confirmed that there were no reports of an issue with the fenestrated bipolar forceps instrument during the case. To his knowledge, no post-operative complications have been reported.

Manufacturer narrative:
On 07/10/2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the surgeon informed the robotics coordinator that the patient did not experience any post-operative complications related to the da vinci-assisted surgical procedure. Based on the additional and current information provided, this complaint will remain reportable due to the following conclusion: during central processing, the site claimed that a fragment from the instrument was found to be missing. However, the site did not know when or where the instrument fragment broke off. The site did not know if the instrument fragment fell inside a patient and was retained. At this time, the location of the missing instrument fragment is unknown.